Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a loss of therapeutic effect and no stimulation sensation. His work environment has a lot of electronics and experienced a shock during work. He has not been able to feel stimulation since. He stated that he has been going to the bathroom more frequently at night. The pt adjusted settings higher, he could not feel stimulation. Further info is being requested from the hcp.